Manufacturer narrative:
Concomitant medical products: 3487a pain stim lead, implant date: (B)(6) 2001; 7427 pain stim ipg, implant date: (B)(6) 2001; 3487a pain stim lead, implant date: (B)(6) 200.1 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. Antibiotics were administered and a drain was used. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.